Event description:
The suture was used during a coronary artery bypass graft procedure. Reportedly, the suture absorbed in less than 48 hrs and the wound dehisced leaving the suture line open. Upon investigation, all the sutures absorbed prematurely. The surgeon performed a re-operation two days post-operative, and applied another suture to correct the condition. The hosp has reported the pt's condition as satisfactory.